Event description:
It was reported that this insertable cardiac monitor (icm) was explanted after more than one month and tree weeks of implantation. No new device was implanted. The icm was returned for analysis. No additional adverse patient effects were reported. The implantable cardiac monitor (icm) was explanted and returned for analysis.